Event description:
It was reported that a user of a cd infusion set experienced an infusion site issue when the adhesive anchor was applied improperly, resulting in the set not adhering to the body and insulin delivery interruption; after guided site change steps, insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities or medical care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed user application error of the infusion set adhesive anchor. It was concluded that the event resulted from improper application and that device function was restored after a site change.